Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), haemorrhagic anaemia ("severe fatigue due to anemia") and genital haemorrhage ("severe bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and grand multiparity. Previously administered products included for an unreported indication: yaz from (B)(6) 2005 to (B)(6) 2005. Concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and fatigue ("severe fatigue due to anemia"). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In j(B)(6) 2005, the patient experienced migraine ("migraines") and dyspareunia ("dyspareunia"). In (B)(6) 2005, the patient experienced weight decreased ("weight loss"). In 2006, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), pain ("body aches"), back pain ("back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2006 total hysterectomy with bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, haemorrhagic anaemia, genital haemorrhage, abdominal pain lower, pain, back pain, fatigue, procedural pain, menorrhagia, dyspareunia, vaginal discharge and weight decreased was resolving and the vaginal haemorrhage, migraine, headache, allergy to metals and dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: following the essure removal surgery she missed six weeks of work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: fallopian tubes were occluded. Concerning the injuries reported in this case, the following one were reported via social media allergic to nickel. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, migraines, headaches, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge and weight loss added. Event onset date was added, event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), haemorrhagic anaemia ("severe fatigue due to anemia") and genital haemorrhage ("severe bleeding / bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and grand multiparity. Previously administered products included for an unreported indication: yaz from (B)(6) 2005 to (B)(6) 2005. Concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and fatigue ("severe fatigue due to anemia / fatigue"). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea / cramping"). In (B)(6) 2005, the patient experienced migraine ("migraines / migraines") and dyspareunia ("dyspareunia / painful sexual intercourse"). In (B)(6) 2005, the patient experienced weight decreased ("weight loss / weight loss"). In 2006, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), pain ("body aches"), back pain ("back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2006 total hysterectomy with bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, haemorrhagic anaemia, genital haemorrhage, abdominal pain lower, pain, back pain, fatigue, procedural pain and menorrhagia was resolving, the vaginal haemorrhage, headache, allergy to metals and dysmenorrhoea had not resolved and the migraine, dyspareunia, vaginal discharge and weight decreased had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: following the essure removal surgery she missed six weeks of work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: fallopian tubes were occluded. Concerning the injuries reported in this case, the following one were reported via social media allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), haemorrhagic anaemia ("severe fatigue due to anemia") and genital haemorrhage ("severe bleeding / bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and grand multiparity. Previously administered products included for an unreported indication: yaz from (B)(6) 2005. Concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and fatigue ("severe fatigue due to anemia / fatigue"). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea / cramping"). In (B)(6) 2005, the patient experienced migraine ("migraines / migraines") and dyspareunia ("dyspareunia / painful sexual intercourse"). In (B)(6) 2005, the patient experienced weight decreased ("weight loss / weight loss"). In 2006, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), pain ("body aches"), back pain ("back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2006 total hysterectomy with bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, haemorrhagic anaemia, genital haemorrhage, abdominal pain lower, pain, back pain, fatigue, procedural pain and menorrhagia was resolving, the vaginal haemorrhage, headache, allergy to metals and dysmenorrhoea had not resolved and the migraine, dyspareunia, vaginal discharge and weight decreased had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: following the essure removal surgery she missed six weeks of work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: fallopian tubes were occluded. Concerning the injuries reported in this case, the following one were reported via social media allergic to nickel. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet was received. Reporter information was added. Event outcome for migraines, dyspareunia, weight loss, vaginal discharge was recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines"), depression ("depression"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a left salpingectomy to remove the remaining tube). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight increased, fatigue, migraine, depression, menorrhagia and dysmenorrhoea was resolving. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.